Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance to high levels and a possible fracture. The lead was reprogrammed, remains in use, and will continue to be monitored. No patient complications have been reported as a result of this event.